Event description:
It was reported that the as lvp 20d low sorb experienced ruptured tubing, and leakage. The following information was provided by the initial reporter: we had a failure of a line the other day ¿ that split inside the pump and spilled chemo everywhere. Unfortunately the product was disposed of ¿ deemed to unsafe to keep, and we don¿t have a record of the batch number. It was running okay then about 20 minutes in liquid started dripping from pump. When nurse open the pump door the fluid ¿poured out¿ and a split had occurred. On examination the pump had no sharp bits or irregularities that could have caused this. Because it contained chemotherapy every thing was bagged and disposed of.

Manufacturer narrative:
H.6. Investigation: a 2260-0006 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 18057254. Further information provided by the customer indicates that the leakage occurred from the upper injection port, however please note this product does not contain an injection port. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 18057254 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d low sorb experienced ruptured tubing, and leakage. The following information was provided by the initial reporter: we had a failure of a line the other day ¿ that split inside the pump and spilled chemo everywhere. Unfortunately the product was disposed of ¿ deemed to unsafe to keep, and we don¿t have a record of the batch number. It was running okay then about 20 minutes in liquid started dripping from pump. When nurse open the pump door the fluid ¿poured out¿ and a split had occurred. On examination the pump had no sharp bits or irregularities that could have caused this. Because it contained chemotherapy every thing was bagged and disposed of.